Manufacturer narrative:
An investigation has been initiated based on the reported information.

Event description:
The user facility reported that the probe was used during plastic surgery (jaw/mouth floor). The probe was placed between bone and muscle. Immediately after insertion, high oxygen values of about 500-600 mmhg were registered. There was no patient injury reported. There was no medical intervention required.